Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0fq0m, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type lead.

Event description:
Information was received from a company representative regarding a patient who was implanted with a neurostimulator for fecal incontinence / sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was an issue with the lead and the patient had lead revision in (B)(6) 2016 due to lack of efficacy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.